Event description:
It was reported the pt lost stimulation and the charger and programmer are unable to communicate with the ipg. The sjm representative interrogated the system and was unable to establish communication with external devices. Follow-up determined the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.